Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 30.9 mmol/l (556.2 mg/dl) while wearing the pod between 4 and 24 hours. The patient noticed the cannula was dislodged from the insertion site (arm). When removed, the patient reported that the cannula was bent. Upon inspection, the patient also reported that the pink slide never moved forward, indicating a needle mechanism failure occurred.